Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm 1 occurred during bolus delivery. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 80 units of insulin during the load sequence, and the insulin gauge was inaccurate. Additionally, it was reported that no drips of insulin were observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, the customer loaded a new cartridge and infusion set and successfully resumed insulin delivery. Customer's blood glucose level was 280mg/dl.